Manufacturer narrative:
Additional information was received that there was no loss of manual ventilation, no leak. No reportable malfunction occurred. H3 other text : additional information was received that there was no loss of manual ventilation, no leak. No reportable malfunction occurred.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a broken bar arm upper assembly caused a loss of manual ventilation during a case. There was no patient injury reported.